Event description:
It was initially reported that the patient never had therapeutic effect. The patient was having minimal results with the implant. The patient felt discouraged. The patient still gets up 7x night. The patient could only see group 1 on her programmer. The patient was only able to access group one on her programmer. Patient services tried to navigate with the patient over the phone; they could not get the other groups to appear. The stim was at 3.2. It was later reported that regarding diagnostics performed, impedance test came back normal on (B)(6) 2012. The patient was also reprogrammed and given 4 programs. The patient was reminded how to use her patient programmer. The patient will contact physician if the 4 new programs are not effective. Regarding any malfunctions seen or cause of issue determined, it was noted "none". Regarding the patient outcome, it was noted the patient was receiving effective therapy. It was later reported on (B)(6) 2013 that the patient never had therapeutic effect. The patient wanted to turn off the ins because she hates it and it had never worked and wants to turn it off. "It hasn't done me one speck of good since the day I got it". The patient had been in for reprogramming 10 times. The patient stated a representative told her she also has a pacemaker (the patient didn't know the manufacturer) and the stimulation from the interstim maybe causing some misreadings . The patient felt stim and it felt like it was tugging. The patient didn't notice symptom relief. The patient will go to the hcp (healthcare provider) to get the ins turned off. The batteries were dead in the patient programmer and the patient didn't want to buy batteries just to turn off the ins. The patient wished she never had it. The patient gets up 7 times a night to go to the bathroom. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va01ha3, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).